Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/20/2020. The following information was requested but unavailable: the quantity involved is 1. Please confirm the quantity of sutures that broke during this one patient procedure a manufacturing record evaluation was performed for the finished device possible batch kkh958, 8709w33 and finished device possible batch kph590, 8709w33 and no non-conformances were identified. Batch kkh958, mfg. Date - 9/15/2016; exp. Date - 8/31/2021 batch kph590, mfg. Date - 12/20/2016; exp. Date - 11/30/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: kkh958; kph590 . To date, the device has not been returned. If the device or further details are received at a later, date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was stated ¿some sutures were broken in a row¿. The quantity involved is 1. Please confirm the quantity of sutures that broke during this one patient procedure.

Event description:
It was reported that a patient underwent a ventricular septal defect surgery on (B)(6) 2020, and suture was used on the blood vessel. During the procedure, the suture broke. Another like device with a different lot number was used with no problem. There were no adverse consequences to the patient. Additional information has been requested